Event description:
It was reported that during the implant procedure after repositioning the lead twice the helix mechanism did not move anymore. Us FDA MDR it was reported that during the implant attempt of the atrial lead, the measurements were not within standards after two implantation attempts. The physician tried a third time to fixate the lead, when he discovered that the helix mechanism was not working. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).